Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel airbubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that gel air bubbles were found in the bd vacutainer® sst¿ ii advance plus blood collection tubes during use. This incident was found on 5 occurrences. The following information was provided by the initial reporter: customer was alerted to spurious results on a patient's specimen. On inspection of the tube, noticed a persistent 'bubble' floating in the serum.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that gel air bubbles were found in the bd vacutainer® sst¿ ii advance plus blood collection tubes during use. This incident was found on 5 occurrences. The following information was provided by the initial reporter: customer was alerted to spurious results on a patient's specimen . On inspection of the tube, noticed a persistent 'bubble' floating in the serum.